Event description:
The customer reported that while performing a viscous fluid control inject, the cannula tubing "broke open" at the insertion point to the syringe. They had to clamp the cannula and manually inject through other opening. No pt information was provided. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.